Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2009 consisting of an ipg and surgical lead for leg and hip pain. It was reported that he was experiencing abdominal pain. The pt was admitted to the hospital for further testing. No scs system abnormalities were observed neither was there believed to be a connection between the reported discomfort and the use of his stimulation. It was later disclosed that the pt was diagnosed with guillain-barre syndrome and has discontinued the scs therapy. His scs system remains implanted. No further info is available.